Event description:
It was reported that a pt underwent a vaginal hysterectomy in 2001. During this procedure a wedge-shaped segment of the posterior vagina was excised and the levator muscles exposed. Suture was used to approximate these muscles. At an unknown time following this procedure, the pt underwent a postoperative examination that revealed granulation tissue and exposed suture. The suture was removed from the vagina and the granulation tissue treated with silver nitrate.